Manufacturer narrative:
Investigation summary: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Event description:
The customer reported unconfirmed false-negative results with the binaxnow covid-19 antigen self test otc. The customer reported receiving positive results at the clinic. However, additional testing with the binaxnow covid-19 antigen self test otc generated negative results. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.